Manufacturer narrative:
Method: the device has not been returned to the manufacturer for investigation.

Event description:
It was reported that on two occasions, the ventilator shut down with no alarm. The pt turned it back on and the ventilator ran fine. No pt harm reported.